Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed the insulin gauge reading 0 units with a red x through the insulin gauge after completing the fill tubing step. While troubleshooting with tandem technical support, contact successfully completed the load process, resumed insulin, and received an accurate fill estimate. There was no impact to the customer's blood glucose level.